Manufacturer narrative:
Pump error 35 alarmed during testing due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to pump error 35 alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery did not display on screen after battery was removed. Customer stated that contacts on battery was not damage or missed. Customer insert new battery, but display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.